Event description:
An eye care professional reported that a pt experienced a corneal abcess, located para-central, with corneal opacity in their left eye associated with wear of precision uv contact lenses. Current visual acuity reported as 6/10. Pre-event acuity is unknown. Request has been made for additional info, however no further info is available at the time of this report.